Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer¿s blood glucose level. The customer used multiple daily injections (mdi) as a backup therapy.